Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent unrelated surgery. Thereafter the drg ins was unable to communicate with the external devices and ins was inoperable. As a result, surgical intervention maybe undertaken to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the entire drg system was explanted.